Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, with daytime hyperglycemia and nocturnal hypoglycemia, and asked about settings to prevent lows and highs; customer care reviewed logs, provided education on appropriate meal announcements, avoidance of ¿fake¿ meal announcements for correction, and advised follow-up training with a clinician. Symptoms included hypoglycemia to 39 mg/dl for approximately 30 minutes and hyperglycemia over 400 mg/dl for more than 2 hours, without loss of consciousness or diabetic ketoacidosis. Outcomes included device low and high glucose alerts, self-treatment of lows with oral glucose and candy, no professional intervention, and no assistance required. Investigation included review of pump use patterns and user-reported behaviors. Investigation of this case revealed behavioral use issues related to meal announcements and attempts to correct with ¿fake¿ meals, which could impair automated insulin delivery learning and contribute to out-of-range glucose values; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that user technique and training needs were the most probable cause, and additional training was initiated.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.